Event description:
Account alleged that the hi/low ran up unintentionally. Account stated that there were no injuries. Account alleged that a pt was in the bed and the bed was being used in a home.

Manufacturer narrative:
Technician found defective hi/low switch caused the self run. Replacement of switch resolved the issue.